Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the screw of the clamp could not be tightened. There was no reported delay, and no patient impact.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan. H3, h6: the returned clamp was analyzed. The adjustment screw on the returned clamp had damaged threads that were not allowing the clamp to close all the way. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.